Event description:
Potential for injury associated with a 6281a single-release walker, where the crosspiece is cracked. This event can cause the walker to become unstable, possibly causing the user to fall.